Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that son was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer's mother stated that son is on the pump and he has had two low episodes one resulting in a car accident and the other happened overnight. The customer's mother asked if there is any way to change to calculate what patient basal rates. The customer was advised that there is no way to calculate the basal rates on our end. The customer was advised that we could troubleshoot the pump but declined.